Event description:
Patient underwent surgical procedure in 2006; approximately 3 montsh post radiographs taken revealed the supraspinous process ligament had ruptured at l4-5. The radiographs indicated an implant placed too dorsal in relation to the ligament. The surgeon plans to perform a laminectomy, however the implant remains in the patient.

Manufacturer narrative:
Device not returned; follow-up communication with reporting physician occurred. Unable to obtain additional information from facility. No conclusion can be drawn at this time.